Manufacturer narrative:
Evaluation: results: visual inspection of the returned products showed that a haptic and a piece of the optic was torn off and there was clear surgical residue on the lens.

Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and noted a haptic was torn after insertion. The incision was enlarged to remove the lens, but no sutures were required. The reporter indicated the incident was due to loading error.